Event description:
Allergic reaction. Doctor's office called looking for material composition of endobutton cl ultra 15mm pn 72200146. Verbally gave information and offered a sell sheet for further information. In the course of conversation, it was mentioned that the pt has had a reaction of some sort and they are investigating. It was not said what else was or was not used during the procedure. Refused to give any other information including the dr's name. No other information is available at this time.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)